Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen, upper abdomen and flanks on (B)(6) 2012 using coolmax applicator and treated on (B)(6) 2012 using coolcurve (6.2) developed unconfirmed paradoxical hyperplasia after treatment at follow-up on (B)(6) 2012. Dr. (B)(6) stated when he examined the patient at the follow up, the tissue felt like firm normal fat. It did not feel like there was any fat necrosis. There wasn't anything odd to report.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen, upper abdomen and flanks on (B)(6) 2012 using coolmax applicator and treated on (B)(6) 2012 using coolcurve (6.2) developed unconfirmed paradoxical hyperplasia after treatment at follow-up on (B)(6) 2012. Dr. Hasen stated when he examined the patient at the follow up, the tissue felt like firm normal fat. It did not feel like there was any fat necrosis. There wasnt anything odd to report.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.